Event description:
Due to a mask use and mandate. I had severe headaches, low oxygen saturations, light headed/dizziness. As I have later found out that a mask mandate is not a written law, yet this has over the course of five months caused me great distress with my health. FDA safety report ID# (B)(4).